Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0, controller 2.0 / (B)(4) / model #: 1420 / expiration date: 03/31/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 03/31/2017, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline exhibited electrical fault alarms after excessive force was applied on the driveline cable. The driveline cable was noted to have wire damage and sheath damage at a previously-repaired area. It was noted the electrical fault alarms were reproducible with driveline connector manipulation, suspected to be due to recessed pins. Review of log files revealed multiple losses of power to the controller. A driveline splice servicing was performed, then the prior sheath repair was removed and a new driveline sheath repair was performed between the spliced segment and the exit site. The driveline and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a segment of the driveline cable was returned for evaluation. The controller was not returned for analysis. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the returned segment of driveline cable revealed damage to the outer sheath and wear to a previous repair of the outer sheath. Further inspection revealed damage to the insulation on two cables associated with the front stator of the driveline, thus exposing the wires. No recessed pins were observed. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. Review of the controller log files revealed seven electrical fault alarms logged on (B)(6) 2019 starting at 14:21:59 due to an overcurrent condition on the front stator resulting in the pump running on a single stator (rear-stator only), as well as five electrical fault alarms logged starting at 21:27:33 indicating that the front stator was not connected. Additionally, eleven high watt alarms were logged starting at 14:22:00; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. One vad disconnect alarm was logged at 21:50:06, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting. Log file analysis also revealed nine controller power up events logged starting at 18:51:08. No anomalies involving the power sources in use at the time were logged leading up to the losses of power. The controller was without power for an average of 19 seconds. As a result, the reported electrical fault alarms, wire damage, sheath damage, and loss of power events were confirmed. The reported recessed pins event was not confirmed. Of note, it was reported that excessive force was applied on the driveline cable. A possible root cause of the losses of power can be attributed to disconnections of both power sources and/or to intermittent disconnections on one or both power sources. A possible root cause of the driveline repair damage may be attributed to factors such as normal wear over time or improper handling. The most likely root cause of the electrical fault alarms event can be attributed to driveline damage, likely due to the reported excessive force applied, exposing the wires; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial#: (B)(6). H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.